Event description:
It was reported that the insulin pump alarmed button error. The customer stated that the device might have been exposed to perspiration. The customer's blood glucose was 131 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.